Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The vessel was slightly tortuous and calcified. It was reported that the pt had a type iii endoleak possibly caused by the "aotro-cava" fistula. It was reported the physician balloon angioplastied the stent graft to resolve the leak, however the leak was still present. It was reported that two additional 16 mm diameter x 11.5 cm length aneurx xpedient iliac cuffs were successfully implanted within the previously implanted stent graft, however the endoleak did not resolve. No additional intervention has been preformed, however, the pt will be monitored. It was reported that the pt is not a good candidate for open surgical repair. No additional sequelae were reported and the pt is reported to be fine.